Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the codes. The codes were unable to be selected when follow up no. 2 report was submitted, the codes are now available and have been selected.

Manufacturer narrative:
UDI - unknown due to the lot number being unknown. The actual device has not been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record could not be conducted due to the lot number being unknown. A search of the product code found four similar reports with the involved product code in the past three years. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device has not been received.

Event description:
The user facility reported valve leakage during a procedure. The following information was provided by the user facility: the valve on the sheath was leaking; the procedure was completed successfully; the patient condition is fine; and the blood loss was less than 250cc's. Additional information was provided on june 19, 2017. The valve was leaking a little bit through the septum of the sheath where the wire would be inserted.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. Conclusion code are unable to be selected, esubmitter has been notified. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned for evaluation. It was initially reported the device is available. When the product is received, further product evaluation will continue. Therefore, the investigation was based on the user facility information. With no sample received no conclusion can be drawn as to the cause of the valve leakage the user experienced. However, based on historical complaint information and the description of the complaint a likely cause may be caused by damaged sustained to the valve, the attempt to pass multiple devices though the valve at one time, or the rapid removal of the dilator which is warned against in the IFU. Product evaluation of the sample involved in the incident is needed to narrow down the causes. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.